Manufacturer narrative:
A field service engineer (fse) replaced modular chemistries (mc) cup drain valve; however, it did not fix the problem. The fse used a 10% of hydrochloric acid (hcl) solution and forced it through the cup's waste line. Cup now is draining correctly. The fse verified calibration and qc recovery.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that on their unicel dxc 800 pro synchron clinical systems the total protein (tp) cup is overflowing and leaking reagent. No injury was reported on this issue.